Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated and customer was admitted to the hospital. Intravenous insulin was administered; elevated bg was resolved. Customer declined to provide further information regarding the event.